Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer has experienced hyperglycemia for 2 weeks, and her physician would like the infusion device investigated due to a delivery allegation. No adverse event was reported. The alleged product was requested for evaluation.